Event description:
It was reported that the guardians noticed a decline in the child's auditory performance after he had fallen down one week ago. Problems of external parts have been excluded. Testing shows 9 electrodes with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.